Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery change and had an unresponsive keypad. The customer stated that his blood glucose levels were high, so he attempted to treat with a bolus; the customer stated that this was when he observed that the buttons were not working. The customer's blood glucose was 229 mg/dl at the time of the event, and the customer's most recent blood glucose was 221 mg/dl. The customer noted that the battery had been kept out of the insulin pump for greater than the duration allowed by the insulin pump; he was advised that this was normal device behavior. Upon troubleshooting, the customer cleared the alarm successfully. The customer did not observe any significant events leading up to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to moisture damage on keypad traces. The insulin pump was unable to confirm unexpected battery out limit alarms due to keypad anomaly.